Manufacturer narrative:
Complete initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer observed under fluoroscopy that the most distal 1/3 of the balloon was not inflating. The physician removed the balloon and inserted another balloon which worked normally. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer observed under fluoroscopy that the most distal 1/3 of the balloon was not inflating. The physician removed the balloon and inserted another balloon which worked normally. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarms sounded from the pump. We are unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).